Event description:
During a unspecified procedure, the maverick otw ruptured. The lesion being treated was in a calcified rca. During inflation to unknown atms, the balloon ruptured and caused a pin hole dissection in the rca. The dissection was repaired with a stent. Pt status is listed as "okay".